Event description:
Pt's hands have continually broken out every time they have used the esteem neu-thera. Their hands get very red and irritated and around their knuckles. Pt tried the duraprene smt and pt wore them for two days and then had a breakout. They are currently wearing biogel skin sense and having very little issues. They have had allergy testing with their dr. And it will be emailing the ingredients of both gloves to the doctor today. Additionally information; pt stated that their symptoms started around feb. They described their symptoms as a rash on the top of their hands and in between the fingers. They stated it looked like poison ivy; they had itching and swelling. They tried glove liners, but that did not help. They had allergy testing done; they stated the results showed that they were allergic to one of the scrub solutions (chlorohexadyne). They now scrubs with dial soap. During the involved time frame, they did not try any new soaps/lotions/scrubs. They are now using a biogel glove without problems.